Event description:
As we were inform by an affiliate, an optease ivc filter inadvertently deployed in inverted direction. Staff was unaware until the patient presented to the emergency room with complaints of shortness of breath. Work-up in the ER discovered filter was inverted and had migrated to the superior vena cava and the right atrium. The device is like a small hexagonal jungle gym. It is axially symmetric but not linearly. One end of the axis has a tiny hook for retrieval purposes while six tiny axially parallel struts off the hexagonal prominences engage the wall of the inferior vena cava if it tries to migrate. It is possible to deploy the device via the femoral or jugular vein but the orientation for the femoral approach is the opposite of that of the jugular. The delivery tube that holds the unexpanded filter is marked with arrows for the different approaches. It appears to have been deployed in the wrong orientation for the approach taken. It is not known how this happened. The filter was successfully retrieved in the cath-lab.

Manufacturer narrative:
Device history record: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15501864 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, an optease ivc filter was inadvertently deployed in an inverted orientation, with the retrieval hook facing cranial. The physician was unaware of this until the patient presented to the emergency room with complaint of shortness of breath. Work-up in the ER discovered that the filter was upside down and had migrated to the superior vena cava and the right atrium. The filter was successfully retrieved in the cath-lab. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.